Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive debug testing without duplicating the report. An internal inspection of all power and display related connections resulted in no findings. The device was recertified and returned to the customer. Review of the log showed the device is powered on (battery only) and successfully delivers two shocks at 120j and 150j. The users then switch into pacer mode and the log records pacer setting changes for 17 seconds. The log then records a "cold start" into pacer mode with a power off interval of 13 seconds. The pacer settings are set over the next 2 minutes. 23 minutes later the device records several "ECG lead off" indicating poor contact with the patient via ECG leads. After 20 minutes the device records a "low battery" message and continues for several minutes until the user shuts the device down. The user attempted to power the device and pace without connecting ac several times after receiving the low battery message. The log showed no sign of a device malfunction. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device's display blanked out. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.